Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, air bubbles in the gel were observed. This occurred in two tubes. No patient impact reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes. D10: returned to manufacturer on: 01-jan-2024. H.6. Investigation summary: bd received 11 samples and 1 photo in support of this complaint. Visual examination of the samples and photo was performed and revealed airbubbles in the gel. The samples and photo show tubes with large air bubbles in the gel barrier. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, air bubbles in the gel were observed. This occurred in two tubes. No patient impact reported.